Event description:
Info received indicates the left foot siderail has broken away from the siderail arm.

Manufacturer narrative:
The tech found the mounting holes in the plastic siderail were stripped where the screws secure the siderail in place to the siderail arm, causing the siderail to break off. The tech replaced the siderail and screws to repair the bed.